Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed sterilization records, manufacturing records, and product labeling. Results: no failure was detected. Conclusion: the possibility of infection is a known, inherent risk associated with implant surgery.

Event description:
Complainant reported that patient complained of left cheek tenderness and had left side cheek implant explanted due to infection approximately 3 months post-operatively. No culture was taken, so no organism has been identified. As of (B)(6) 2017, physician felt infection appears to be resolved. Note: the complainant reported that rhinoplasty, neck lift, lip lift, mandible and forehead contouring with brow lift and scalp advancement were cited as concomitant medical therapies.